Event description:
It was reported the vu-epod inserter broke as it was rotated during a transforaminal lumbar interbody fusion (tlif) surgery. A spare device was available which functioned properly. Surgery was delayed by approx 10 mins. Add'l clinical info was requested by integra.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.